Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm, the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming, that the device deployed the cannula correctly.

Event description:
It was reported, that the patient was hospitalized, due to high blood glucose (bg) levels of 500 mg/dl, fever and vomiting, while wearing the pod. Upon removal, it was noticed, that the cannula had retracted. Indicating a failure of the needle mechanism. At the hospital, the patient received an infusion through a drip and administered (nureflex) to treat the fever.

Manufacturer narrative:
The returned device was evaluated and the inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found the soft cannula damaged. The damage observed on the soft cannula can be concluded to be caused by incorrect installation of the soft cannula onto the formed needle. The damaged soft cannula is confirmed to be the cause of the reported cannula retracted.